Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed peeled off/detached objective lens adhesive issue could not be determined, however, the issue was likely the result of repetitive use stress, external factors, or handling. The event can be detected by following the instructions for use which state: "chapter 3 preparation and inspection 3.3 inspection of the endoscope". ¿4. Visually confirm that there are no abnormal slack, bulges, dents, scratches, holes, or metal wires protruding from the inside of the covering material of the curved part. 5. Grasp the insertion tube lightly with your hand and slide it over its entire length to make sure it does not get caught. 6, check that there are no scratches, chips, dirt, gaps around the lens, etc. On the lens at the tip. 7, check that there are no scratches, chips, cracks, etc. In the adhesive on both ends of the covering member of the curved part. 8, wipe the video connector with gauze, including the electrical contacts. Also, make sure the electrical contacts are dry and clean¿. Olympus will continue to monitor field performance for this device.

Event description:
The company representative on behalf of the customer reported, the endoeye flex deflectable videoscope exhibited air leakage. The device was returned and an evaluation at the repair center revealed, the adhesive of the objective lens was peeled off. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm or injury associated with the event.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation: ¿air leakage¿. Due to a pinhole on bending section cover and universal cord, water tightness was lost. There were few additional findings. Adhesive on bending section cover had chipped. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear on forceps elevator lever, the angle knob torque of forceps elevator lever at engage exceeds the standard value. Due to damage on charge coupled device (ccd) unit, the image had white dots. Indication on light guide connector was damaged. Protector of the video cable section had a scratch. Due to damage, switch three (3) was not working. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.